Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was found inside the cycler after cassette was removed. During fill 1 of 4 the patient said there were several air detected in cassette warnings. After being advised to cancel treatment, the patient found fluid inside the cassette door of the cycler. The patient was advised to re-setup with new supplies. In a follow up the patient verified there was no harm, adverse event or intervention associated with the fluid leak. The patient has been using the same cycler since with no further issues. The cycler is not available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was found inside the cycler after cassette was removed. During fill 1 of 4 the patient said there were several air detected in cassette warnings. After being advised to cancel treatment, the patient found fluid inside the cassette door of the cycler. The patient was advised to re-setup with new supplies. In a follow up the patient verified there was no harm, adverse event or intervention associated with the fluid leak. The patient has been using the same cycler since with no further issues. The cycler is not available to be returned for investigation.